Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Contact force was not displayed during the beginning of the log files and "reset required" and "check baseline" messages were displayed, and manual resets were only performed outside of the patient prior to insertion. The ensite x contact force module instructions for use (IFU) warns ¿baseline drift of the force output may occur during the procedure. Operator should verify baseline integrity periodically during use. To check for baseline drift, position the catheter tip in a free-floating position away from the heart wall. In case of significant baseline drift (e.g. >5 g), a reset to zero should be applied by clicking the reset force button on the ensite¿ x contact force module screen (when not ablating).¿ the IFU also states ¿baseline operation should be checked regularly and if necessary reset to zero, especially under the following circumstances: after the first insertion of the catheter into the body; after reinsertion into the patient¿s body after retraction through a sheath; when the message ¿please check baseline¿ displays.¿ the log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files following insertion into the patient. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation remains unknown.

Event description:
During a persistent atrial fibrillation procedure, a tamponade occurred on the left side with no intervention needed. The ablation catheter was plugged into the tactisy and no contact was noted on the system, so the catheter was plugged in and unplugged and the contact force information was on the system. Then when using the catheter in the left atrium, there was no signal on the ep system recording. The ablation catheter was exchanged which resolved the issue. At the end of the procedure, an ultrasound revealed a 1cm tamponade, after waiting a few minutes and several checks, the tamponade was stable, and no intervention was needed.